Event description:
It was reported that the customer had a compromised force sensor system alarm and a loose drive support cap on the insulin pump. Customer's blood glucose level was 103 mg/dl. Customer stated that there was an alarm every time a prime was performed. Customer also stated that there was no way to finish the prime procedure. Customer reported that the pump's piston continued to move forward after it made contact with the reservoir and the insulin squirted out. Drive support cap was protruded. Customer was advised to discontinue pump use and to revert to a back-up plan. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Insulin pump alarmed prime during occlusion test due to protruded and loose drive support disk. Insulin pump was received with minor scratches on display window, cracked case on display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).